Event description:
Cadd extension set lot 4257041 is not working correctly and causes line occlusion error on epidural pump. Did this twice with same result for this lot only. Made epidural with cadd extension tubing and delivery to provider. The pump alarmed with occlusion error message. Was not able to fix bedside. Took back to or pharmacy tried new extension tubing - still did not work. Made new epidural and added extension tubing and it still did not work. Took label up to core pharmacy and had them remake epidural with different lot extension tubing and it worked. Cause several hour medication delay. We research problem next day and found the pump always alarmed with a certain lot tubing and did not with the others we tried. FDA safety report ID # (B)(4).